Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and the transmitter were worn on opposites sides of the body; the body serving as an obstruction. Customer moved transmitter and pump and without obstruction and the connection was regained. No additional patient information was available.